Event description:
It was reported that the device reservoir capacity and the amount of chemical solution in the cassette were different. Event occurred while patient in use, no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no physical damage. A review on the event history log revealed there was a record of the reservoir volume reset on (B)(6) 2024. Functional testing was unable to duplicate the reported problem. The device's accuracy was found to be within specification. The service history review identified no indication that the complaint was related to a service of the device within the review period.